Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00599. It was reported the physician placed a lead at the t11 level, but intraoperative testing of various electrode configurations was unable to obtain appropriate paresthesia or pain relief for the patient. The physician removed the lead and abandoned the procedure. The patient is reportedly in stable condition.